Event description:
It was reported that the programmer's screen is "fuzzy," the motor is "loud," and the keyboard is off of the hinges. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Half of lower screen was fuzzy due to mpu (main processor unit) printed circuit board being electrically out of specification. The loud sound was coming from a faulty fan. The fan was found out of electrical specification. Keyboard hinge assemblies found broken.